Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for pump reset, completed reset with guidance, did not experience repeated error, and successfully started new sensor session, with no additional information received regarding further outcomes.